Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the suspect device finds there was no malfunction of the cv-290 noted. This issue was that the usb could not be read. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a diagnostic upper gastrointestinal endoscopy using an evis lucera elite xenon light source with an evis lucera elite video system center (with a gif-xq290 gastroscope-no malfunction reported), upon insertion of the scope into the patient for the examination, the endoscopic image was whitish and halation occurred occurred. The brightness was adjusted, but it did not help. The usual settings were being used. The user feels it is an issue with the main unit since the issue occurred when connected to a 290 series scope as well. The test was postponed because it was difficult to see. There were no adverse effects to the patient as a result of this occurrence. Case with patient identifier (B)(6) reports the video system center used in the procedure case with patient identifier (B)(6) reports the light source used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date and UDI were not available and the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the endoscope screen was checked in combination with the cv-290 (c22059936), and the pointing phenomenon was reproduced. Upon inspection, the endoscope screen was connected to the cv-290 and the problem was not resolved. The inside of clv-290sl was checked and they found that the drive unit of the iris unit was not working. After unplugging and re-plugging the connector between the drive unit and the control board, the iris unit was driven normally, and the indicated phenomenon was resolved. Olympus will continue to monitor field performance for this device.